Event description:
It was reported that an alert battery depletion code) was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) review of the case confirmed that the device was exhibiting premature battery depletion and should be replaced and returned for detailed analysis. Ts noted that the device should be replaced within ninety days, and the replacement window ends september 2024. The device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an alertbattery depletion code) was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) review of the case confirmed that the device was exhibiting premature battery depletion and should be replaced and returned for detailed analysis. Ts noted that the device should be replaced within ninety days, and the replacement window ends september 2024. The device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that an alert battery depletion code) was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) review of the case confirmed that the device was exhibiting premature battery depletion and should be replaced and returned for detailed analysis. Ts noted that the device should be replaced within ninety days, and the replacement window ends (B)(6) 2024. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an alertbattery depletion code) was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) review of the case confirmed that the device was exhibiting premature battery depletion and should be replaced and returned for detailed analysis. Ts noted that the device should be replaced within ninety days, and the replacement window ends (B)(6) 2024. The device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the remedial action field.